Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that three days post implant the patient experienced bradycardia below the implantable pulse generator (ipg) lower rate. It was further reported the right ventricular (rv) lead exhibited high thresholds. The ipg and rv lead remain in use. No further patient complications have been reported as a result of this event.